Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0140926. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo were received for evaluation by our quality team. The sample came in an opened packaging blister and at the bottom of the syringe barrel there is a hand drawn circle. A visual inspection was performed with a 10x magnifier lens. The plunger rod-rubber stopper was removed and there is a soft foreign matter that is about 1/64" in size. Due to the size of the particle a fourier-transform infrared spectroscopy (ftir) analysis was not possible to perform. The one photo provided shows the sample received. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer is confirmed, but without being able to do any further testing an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign matter in it. The following information was provided by the initial reporter: "foreign material"